Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients spinal cord stimulator lead had impedance. The patient underwent a spinal cord stimulator lead explant procedure.